Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedances with contact 7 at 24430 ohms. No stimulation issues or symptoms reported. The rep programmed around the affected contacts. The cause was not determined, but the issue is considered resolved. The rep will submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was this morning the patient was on group a and when they went to adjust their therapy they got settings not available. The patient was redirected to their healthcare provider to further address the issue. Pt had an appointment with hcp in a couple weeks. Additional information was received from a manufacturer representative (rep) stating that the patient is still experiencing high impedances. Rep adds that the patient had a fall about a month ago onto their right side. Now, there is high impedance showing on a contact that was within normal limits during their last impedance check. Today, the patient is still seeing the oor message as well as not being able to increase stimulation when their pain increased. Today's high impedance values are: lead 0-7 contact 7-24330 and lead 8-15 contact 10-24280, 11-24330, 12-24330, 14-24330. Troubleshooting was done including programming around contacts with high impedances. Patient is now requesting a lead replacement as they feel they are not getting as much relief as they were before because of the programming needing to be adjusted to accommodate for the high impedances. Healthcare provider (hcp) will discuss lead replacement with the patient.

Event description:
Additional information was received from the patient. They reported that they are they are getting message settings not available cannot provide your desired setting when they are on group a and they are not able to increase the intensity and they are in pain. Patient reported three connections are not working. Patient stated they been meeting with a manufacturer representative (rep) to correct the setting. Patient stated they have appt on soon at the healthcare provider (hcp) office. Agent asked patient to connect with controller and controller show implanted neurostimulators 80% and controller 100% charged. Patient did not have a fall or recent trauma. Agent recommend patient consult with hcp for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt called back and mentioned that 4 of their leads were not working and one of the leads w ere reprogrammed by their rep when they met recently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously reported ime/annex e: e2403 is no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported loss of stimulation. Patient was getting oor screen resulting in the inability to adjust intensity. Rep reported that on contact 7 the impedance value is 25,040 ohms, on contact 11 the impedance value is 25,090 ohms, on contact 12 the impedance value is 25 ,090 ohms, and on contact 14 the impedance value is 25,090 ohms. Rep was also presented with a caution notification indicating that electrodes 4, 7, 8, 11, 12, 13, 14, and 15 could be open or shorted. The first time rep checked the connections 7, 11, 12, 13, 14, and 15 were all out but then had resolved after running connections a couple minutes later. Rep gave her new groups programming around contacts 7, 11, 12, and 14 which appeared to provide the patient with simulation again and also allowed her to increase and decrease intensity without issues. After checking connections initially, connections 7, 11, 12, 13, 14, and 15 were all out. However, rep checked several minutes later and all connections had resolved, impedances remained high on contacts 7, 11, 12, and 14. I was also presented with a caution notification indicating that electrodes 4, 7, 8, 11, 12, 13, 14, and 15 could be open or shorted despite connections continuing to read normally. The patient received adequate stimulation and was able to navigate patient programmer without issues after programming around contacts 7, 11, 12, and 14 so rep believe that the issue is resolved at this time.